Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of more than 3000 ohms. The rv lead also failed to capture at maximum outputs, however there was no asystole. The physician attempted to reposition the lead multiple times but the impedance values continued to be out of range. The rv lead was measured outside of the patient and 3000 ohms was still observed. No damage to the lead was seen under fluoroscopy. The rv lead was never in service and was replaced prior to pocket closure. No adverse patient effects were reported.